Event description:
It was reported that the patient underwent a multilevel (l2-l5) plif using 2 large kits of rhbmp-2/acs, autograft harvested from the hip, and allograft croutons. The procedure was instrumented using titanium screws and rods. In the days following surgery, the patient did experience some hip and leg pain but was discharged in about a week following surgery. In 2008, the patient began experiencing weakness in the legs and did not want to walk. On two days later, the patient came in for an office visit in a wheelchair and could not lift his arms. The patient was readmitted and intubated 2 days later. The surgeon and neurologist have diagnosed his condition as guillain-barre syndrome. The surgeon is not aware of a recent flu shot or other immunizations and the patient has exhibited no signs of viral infection.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.